Event description:
Caller reported a cgm error labeled as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with detailed instructions for a complete pump reset, and the caller agreed to perform the reset at their convenience and follow up if the issue persisted.